Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a fusiform 6.3 cm diameter thoracic aortic aneurysm approximately 14 months ago in zone 2, intentionally covering the lsa. Prior to the stent graft implant procedure, a carotid to subclavian bypass was performed. The proximal aorta was 41-42 mm in diameter and 31 mm in length. Distal aorta was 41-40 mm in diameter. Right iliac artery dimensions are unknown and the left iliac artery was 11-13 mm in diameter. The right femoral artery was 14 mm in diameter. The access vessels had moderate tortuosity and no calcification. The circumferential aorta had no mural thrombus and the aorta had no tortuosity. It was reported that 24 days post implant the patient was admitted to the hospital for swelling around the surgical neck wound with clear drainage. The patient was given antibiotics for suspected cellulitis. The patient was treated and released six days later. The patient passed away six months post implant due to unknown causes. An autopsy was not performed and it is unknown if the death was related to the study procedure or device. No further information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, wound infection), patient's condition affected effectiveness of device (carotid to subclavian bypass procedure required). Conclusions: device failure/lack of effectiveness related to patient condition (carotid to subclavian bypass procedure required).

Event description:
Additional information was received as follows: the death certificate indicates the cause of death as atherosclerotic cardiovascular disease.